Manufacturer narrative:
A review of the remote monitoring data did not identify any stored episodes from the past seventy two hours and no out of range measurements were noted. Additionally, the presenting data shows normal device operation. A boston scientific technical services consultant documented the reported clinical observations. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had experienced a syncopal event, fell and her broke her hip. No adverse patient effects were reported.